Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old male patient, the device displayed an "ECG disabled" message. Complainant indicated that the clinician turned off and then on the device and continued using device to continue treating the patient. The patient was transferred to hospital equipment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling, full ECG testing without duplicating the customer report. The defib cable receptacle was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. The multifunction cable used at the time of the reported event was not returned for evaluation.